Manufacturer narrative:
Device under evaluation.

Manufacturer narrative:
(B)(4)

Event description:
The international customer reported when the nurse was checking the device function before use, the unit shut down. Review of the device diagnostic history noted an prior occurrence of a power issue that indicated the ventilator shutdown while in normal ventilation mode. Evaluation of the device is underway and service is pending.

Event description:
The manufacturers service technician reported testing of the device passed and the customer reported problem was not duplicated. Final testing was completed.